Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and a high priority alarm, key stuck, was noted. The device was visually inspected. A functional test was performed and the reported issue was not confirmed. The probable cause of the reported issue was due to the keypad assembly. As a result, the keypad was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the pump exhibited a keypad issue. During physical inspection, it was found that there was a high priority alarm, key stuck, noted in the device event log. There was no patient involvement, no injury was reported.